Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. The device was returned due to a steam pop and pericardial effusion. Electrodes 1-4, the thermocouples and the sensors met specifications for acceptable resistance values with no open or short circuits detected. The catheter met specifications for temperature testing, and functioned per requirements during an irrigation flow test. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and subsequent pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a right ventricular outflow tract ablation, a steam pop resulting in a small pericardial effusion occurred. Ablation was carried out for approximately 30 seconds at 35 w. Irrigation was at 17 ml/h and the temperature cutoff was 43 degrees c when the steam pop occurred. The temperature value of 43 degrees was reached several times, but this was believed to be due to the location of the ablation. Following the steam pop, some blood was visible on ultrasound. No patient symptoms were noted. After several additional checks on ultrasound, no puncture was observed and no additional blood was present. The patient did not require any intervention and was transferred in stable condition. There were no performance issues with the device.